Event description:
As reported, during deflation the balloon was twisted in pigtail and the kit became unusable for embolectomy. Additional information indicated that according to the pharmacist, the event occurred during use without clinical consequences for the patient.

Manufacturer narrative:
The balloon and balloon windings were visually inspected and the spring tip stretched. There were no missing components. This condition may occur when a pull force of 0.7 lbs on the inflated balloon (per IFU) has been exceeded. The catheter body was found to be in good condition. Lot number was not provided, therefore review of the manufacturing records could not be completed. This report is 2015691-2013-19681.

Manufacturer narrative:
Review of the limited information available suggests that procedural factors and/or characteristics of the vasculature may have contributed to the event. If additional information is provided a supplemental report will be submitted. No actions will be taken at this time.